Event description:
The customer reported that the device was not charging the battery. There was no patient impact.

Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.